Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the returned device to analyze, a cause for the reported difficulty lowering the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4. While implanting the first clip, one of the grippers would not lower during several attempts. Troubleshooting was performed and the issue still occurred. The physician decided to proceed with deployment and the clip was implanted and stable on both leaflets. Another clip was implanted and the procedure was complete with a final mr grade of 2. No additional information was provided.